Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a post-op check. The pulse generator exhibited ventricular undersensing resulting in inappropriate automatic mode switch episodes. The device was reprogrammed and no patient symptoms were reported. The patient would be monitored.